Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted to the hospital due to complications of heart failure and elevated lactate dehydrogenase (ldh) levels. A ramp study was performed on (B)(6) 2015 which showed that the pump was unloading the left ventricle. The speed was set at 10,000 rpm. The patient's systolic pulmonary artery pressure was 60 mmhg, mean arterial pressure was 73mmhg, and heart rate was 115 bpm with no arrhythmia. The patient's ldh levels were elevated and continued to rise to 1500 u/l. The physician reviewed the echocardiogram from (B)(6) 2015 and felt that the position of the pump was adequate and properly placed. X-rays were taken; however, they were difficult to view due to the patient's size. The patient is currently on levophed, dobutamine, and vasopressin. Further information was requested; however, none has been provided.

Manufacturer narrative:
The pump was not returned for evaluation as it was not explanted, and an autopsy was not performed. A correlation between the device and the reported hemolysis could not be conclusively determined. The instructions for use lists hemolysis as a potential adverse event associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient expired on (B)(6) 2015, due to multi-system organ failure. The patient was experiencing hemolysis with lactate dehydrogenase levels of 1400 u/l, dark urine, and developed renal failure. The patient was also experiencing elevated powers while hospitalized. The hospital staff was unable to state whether it was a pump issue or not.

Manufacturer narrative:
Approximate age of device ¿ 2 months. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.